Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A diabetes educator called in to report for the customer of an emergency room visit for high blood glucose levels. The customer's blood glucose level was 470 mg/dl at the time of incident, but was 212 mg/dl at the time of call. The customer tried to treat with a bolus. The customer received a no delivery alarm and thought they got less insulin than was delivered. The customer did not report any symptoms. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. The customer was treated with an insulin drip. The caller did not find any leaks, air bubbles, loose caps, or bent cannulas. The caller could not perform the high pressure test. The caller was informed that the device was working as designed since the device alarmed no delivery. Nothing was replaced or returned.